Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit had a leak in the drive manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold (0104-00-0018). The fse performed all functional and safety checks, as well as sensor calibration to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.